Event description:
It was reported that when using the bd pyxis¿ es server um doral was showed disconnected and setup went critical override after 2 hours without receiving host data for patient and orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the active directory was down. A technical support specialist connected to the interface and logged into carefusion coordination engine (cce). Verified that the carefusion coordination engine (cce) was running, then navigated to message tracing and applied filters to review the latest received active directory (adt) messages, restarted the carefusion coordination engine (cce), confirmed it was running, and verified that active directory (adt) and order messages were still being received from the host with no issues found in the carefusion coordination engine (cce), rechecked the enterprise server and found no issues noted that health sight viewer (hsv) was intermittently displaying the patient information delayed down notice, indicating a possible issue on the active directory (adt) side. The device mentioned in the case description also no longer appeared under critical override. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.